Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presents to routine device clinic for interrogation. Inappropriate ams due to noise on the atrial lead was found. The noise was reproducible with pocket manipulation. No program changes were made, the patient is not dependent. No future interventions are planned at this time. The patient was asymptomatic before, during and after the check.